Event description:
Additional information was received that reported that this pacemaker was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed that detected a high current drain. Detailed analysis was performed confirming that the high current drain resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker battery had gone from 5 years remaining to 2.5 years in only 8 months. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.